Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The sample has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that approximately five months post filter implant, during a scheduled retrieval, imaging demonstrated that an ivc filter limb had detached. The filter and the detached limb were retrieved with a snare without incident. There as no report of injury to the patient.